Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment on reuse number 6. The pre-treatment weight was 52.0kg and target for the treatment is 3.2kg. Per the hcp, 30 minutes into the treatment 1.3kg was removed. At that time the pt's weight was reached and found to be 50.7kg. The machine alarmed high dialysate pressure. The pt's symptoms included nausea, cramps and dizziness. The treatment was discontinued and the pt was administered normal saline as a fluid replacement. Treatment was continued with new disposables without incident. At this time the pt is fully recovered.